Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2016-12144. It was reported that the burr became stuck on the wire. Vascular access was obtained via the posterior tibial artery using a 4f 45cm length sheath. The 150mm long, totally occluded target lesion was located in the right superficial femoral artery. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected to be used. During procedure, after the standard procedure of mixing heparinized saline with a half vial of rotaglide, it was noted that the burr stalled and became stuck on the rotawire, at about 2 minutes of the procedure. Both the burr and rotawire were removed as a unit from the patient's body. The procedure was then completed with the same burr and a new rotawire. Angioplasty was done thereafter. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device with the rotawire for the related complaint. The wire was received inside the advancer and burr devices. There were kinks in the wire. The advancer and burr units were received attached together as a single unit. The advancer knob was received loosened in a backward position. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected and no damage or irregularities were identified. An attempt to remove the wire was made; however, after soaking the devices they were unable to be separated due to the kinks and solidified saline. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12144. It was reported that the burr became stuck on the wire. Vascular access was obtained via the posterior tibial artery using a 4f 45cm length sheath. The 150mm long, totally occluded target lesion was located in the right superficial femoral artery. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected to be used. During procedure, after the standard procedure of mixing heparinized saline with a half vial of rotaglide, it was noted that the burr stalled and became stuck on the rotawire, at about 2 minutes of the procedure. Both the burr and rotawire were removed as a unit from the patient's body. The procedure was then completed with the same burr and a new rotawire. Angioplasty was done thereafter. There were no patient complications reported and the patient's condition was fine.